Event description:
It was reported that there were pairing issues between the mobile programmer base and the mobile programmer application. It was noted that when pairing was achieved, connection was intermittently lost and capture was not displayed accurately or display of capture was delayed. After pairing, the analyzer was launched and a pop-up message appeared stating, ¿unable to retrieve data. No connection to base,¿ despite the base remaining shown as paired within the application. It was further reported that the mobile programmer was not reading the cables during lead testing. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.